Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.